Event description:
A report was received on 9/20/2001 that a memorylens which had been implanted in a patient's left eye in 1999, had become "frosted on the anterior and posterior surface" of the lens and was going to be explanted. This was diagnosed at the patient's exam in 2001, where the patient's visual acuity was noted as having decreased from 20/20 to 20/80. There were no pre-existing medical conditions noted, and there have been no other complications with the iol implant reported. The doctor felt that the patient's vision was decreasing, and was planning to explant and replace the lens.